Event description:
It was reported by postmarket registry that the patient presented with intractable pain in the low back and lower extremities. The catheter was found to be dislodged out of the intrathecal space and the catheter was "explanted/replaced." The patient recovered without sequela. The drug in the pump was fentanyl (500 ug/ml) with a daily dose of 49.89 ug.